Event description:
It was reported that on 15 november 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, the device was prepared and loaded as per instructions for use (IFU). When the device was advanced over safari wire and valve deployed in native annulus as per IFU. When removing the delivery system it was noted that the system was stuck on the safari wire out of the patients body. The radiopaque nosecone had been retracted using the macro slide buttons in the descending aorta as per IFU. The delivery system could advance toward the patient but could not be removed from the wire. The wire was then cut above the delivery system with the part of the wire still in the delivery system. There was no issues with the navitor valve. The leg was closed using a proglide. The procedure was slightly prolonged. The patient remained stable throughout. The physician commented they may have accidently kinked the wire during the case and that why the delivery system was stuck on. The patient was reported stable.

Manufacturer narrative:
An event of the guidewire becoming stuck inside the delivery system was reported. The device was received for examination and the guidewire was confirmed to be stuck inside. The guidewire appeared to be getting stuck at the crimp point of the hypotube. As result of this finding, abbott is performing further investigation per internal procedures.